Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer had high blood glucose and ketones. It was also stated that customer noticed that the reservoir was leaking in the reservoir compartment. Nothing further reported.